Event description:
Two years following bilateral intraocular lens (iol) implant surgery, a surgeon reported a pt seeing bubbles in the iol and having decreased visual acuity in the other eye. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the fellow eye.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Photographs of the iol were received. Review of the photographs show multiple glistenings within the lens matrix. Add'l info has been requested. (B) (4). (B) (4). (B) (4).